Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) of 48 mg/dl. Reportedly the cause for the low bg was due to the customer¿s personal profile settings needed adjustment. Customer consumed carbohydrates to address bg. Recommendation was made to discuss diabetes management with a health care professional.